Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for review. A lot history review (lhr) of 16xb6884 showed no other similar product complaint(s) from this lot number. Documentation regarding the event was the only item returned for investigation.

Event description:
It was reported by the facility via the sales rep that the dl PICC was placed on (B)(6) 2017. On (B)(6) 2017 the facility realized one of the lumens broke off where it meets the purple hub while it was in the patient. They had to place a new PICC. 06/06/2017 - additional information received via paperwork from facility/sales rep. The red lumen was noted to be detached from the PICC line and lying in the patient¿s bed, no blood present in the patient¿s bed. The healthcare professional questioned if the line had already clotted and walled off. It was noted that the patient had pulled the extension leg of the PICC. The line was intact approximately 3 hours prior and flushed successfully. The PICC line was immediately removed, it was noted that 48 cm was out of the patient and 48cm remained in the patient. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 16xb6884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility via the sales rep that the dl PICC was placed on (B)(6) 2017. On (B)(6) 2017 the facility realized one of the lumens broke off where it meets the purple hub while it was in the patient. They had to place a new PICC. On 06/06/17 - additional information received via paperwork from facility/sales rep. The red lumen was noted to be detached from the PICC line and lying in the patient¿s bed, no blood present in the patient¿s bed. The healthcare professional questioned if the line had already clotted and walled off. It was noted that the patient had pulled the extension leg of the PICC. The line was intact approximately 3 hours prior and flushed successfully. The PICC line was immediately removed, it was noted that 48 cm was out of the patient and 48cm remained in the patient. No patient injury was reported.